Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a back check valve failure occurred during a patient's high-dose methotrexate infusion. The drips were observed to be infusing as expected initially when the infusion was started. Approximately 60 minutes later the infusion was as expected, and 40 minutes thereafter the bag was prematurely empty and the primary fluid bag containing sodium acetate was colored yellow indicating the methotrexate had entered the primary bag. The internal investigation at the hospital determined the instruments were infusing within expected parameters and passed accuracy tests. Their conclusion was that the check valve had failed with the patient estimated to have received 30-40% of the medication expected. Although no patient harm was reported, under this drug protocol, no further methotrexate infusions were allowed for this therapy, and the hospital declined to return the set for further investigation.